Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6) the battery (B)(6), and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed that the controller in use during the reported event (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed two (2) instances involving (B)(6) within the analyzed period where the battery¿s relative state of charge (rsoc) was between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. (B)(6) was lubricated prior to release. Additionally, log file analysis revealed several decreases in power consumptions and estimated flows starting on (B)(6)2024. This was followed by subsequent increases in power consumption and estimated flows, including a sharp increase in power consumption and estimated flows to parameters above normal operating range starting on (B)(6)2024. Review of the alarm log file revealed twenty-one (21) low flow alarms were logged since (B)(6)2024, as well as eight hundred seventy-five (875) high watt alarms starting on (B)(6)2024. Log file analysis also revealed one (1) vad disconnect alarm logged on (B)(6)2024 at 10:39:04. This vad disconnect alarm was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed and the alarm cleared within one (1) second. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Subsequently, log file analysis revealed one (1) vad stopped alarm was logged on (B)(6)2024 at 10:39:26 and a failed motor start attempt was logged at 10:41:44, indicating that the pump failed to restart after multiple attempts. As a result, the reported events were confirmed. Possible root causes of the communication errors and resulting power disconnect alarms, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Based on the available information, the most likely root cause of the reported high-power event can be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula which likely got ingested into the pump, further triggering high watt alarms and subsequently resulting in a vad stop and an inability of the pump to restart. The most likely root cause of the reported vad disconnect alarm can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm. (B)(4) is investigating controller losses of synchronization of commutation. Based on the available information, the device may have caused or contributed to the reported event. Of note, information provided by the site indicated that the patient died after experiencing a brain bleed, hemiplegia and pump thrombosis. Per the instructions for use, device thrombus, bleeding, neurological dysfunction and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding and neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2024 / serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: 26-apr-2023, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized with a brain bleed, hemiplegia and they were unable to feed themselves. Their anticoagulation medication was stopped and then restarted and their international normalized ratio (inr) increased slowly. Their anticoagulation medication was switched and the vad exhibited low flow alarms. A pump thrombosis formed and the vad exhibited high watt alarms, vad disconnect alarms, a vad stop alarm and the vad failed to restart. It was also reported that a battery exhibited power disconnect alarms. The patient subsequently expired.

Event description:
It was further reported that review of log file data reveal a controller exhibited a vad stopped and a vad disconnect alarm due to loss of commutation.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-july-2023 / serial#: (B)(6) d9: no h3: no h4: mfg date: 21-july-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.